Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasonic waves were output with the gripping section closed without gripping the tissue (including after the tissue was cut), which caused the tissue pad to be heavily worn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited severe wear of the tissue pad. There was no patient involvement.